Event description:
It was reported that the patient had an unsatisfactory response to their stimulation. The implantable neurostimulator (ins) and lead were explanted on (B)(6) 2014 and they were not replaced. There was not a 50 percent or greater symptom reduction. The cause of the event was not determined and reprogramming was not needed. The patient experienced a loss of therapeutic effect and did not experience a loss of stimulation. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v180215, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).